Manufacturer narrative:
Submit date: 03/21/2016. An investigation is currently underway. Upon completion, a full investigation report shall be submitted.

Event description:
It was reported to covidien that the customer experienced an issue with an enteral feeding pump. Customer reports that the unit infused 150 ml instead of the scheduled 200 ml.

Manufacturer narrative:
An investigation of kangaroo joey was performed for the reported condition of; the unit infused 150 ml, instead of the scheduled 200 ml. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to failure of the unit¿s sensor and gearbox. The unit¿s sensor and gearbox were replaced to correct the problem. The unit was fully tested and recertified; unit passed all testing. Kangaroo joey was manufactured in 2012. A review of the device history record shows this device was released meeting all manufacturing specifications.